Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: burr device. The actual device was returned for evaluation. The device was evaluated, and the reported condition of the device not holding the burr properly was not confirmed. Therefore, an assignable root cause was not determined. However, a visual and functional assessment was performed on the device which determined that the device failed vibration assessment ¿ the device was vibrating during temperature testing. During service/repair, it was determined that the back and mid assemblies of the device were contaminated. It was determined that the issues were consistent with improper maintenance. The assignable root cause was determined to be traced to maintenance, which is improper maintenance interval. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
It was reported that during inspection, it was observed that the attachment device did not hold the burr device properly. During in-house engineering evaluation, it was observed that the device failed vibration assessment ¿ the device was vibrating during temperature testing. It was reported that there were no delays in the surgical procedure. It was not reported if a spare device was available for use. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.